Event description:
It was reported that the fastening tabs of the aseptic battery housing that close the case are detached. No known impact or consequence to the patient. Due diligence is in progress for this complaint; to date no additional information has been received.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined damaged lid rubber and locking issue with funnel. Unit scrapped. The lid closed smoothly despite the fact that the locking mechanism was broken, but the funnel no longer holds it in place. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.